Event description:
It was reported that the pt had his implanted neurostimulator explanted on (B)(6) 2011 due to infection. It had previously been reported that the patient was receiving inadequate stimulation coverage. Add'l info has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the device was explanted when the patient had a (B)(6). The patient didn't remember when the infection was but guessed 10 years ago. The patient said that if he had his stimulation too high it made his "eyeballs ache and teeth chatter." The patient said it was likely his inability to use the instrument that caused the uncomfortable stim. No further complications were reported.